Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case with moisture) issue. It was alleged that the battery compartment was damaged, the top of the battery cap was worn, and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: the battery compartment was cracked with moisture observed inside. The leak test failed due to the battery compartment leak. The pump was opened no moisture was observed. The battery cap was free of defects and was fully functional.